Manufacturer narrative:
B3: date of event: no date provided, used the first date in the month of the aware date. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Event description:
It was reported that material separation and non-target embolization occurred with no sequelae. Obsidio was selected for mid proximal splenic embolization of a pseudoaneurysm, in combination with embold, interlock and non-boston scientific coils. Two syringes of obsidio were used. The patient did not have normal anatomy, and a previously replaced hepatic off the sma which was believed to be fine. Non-target embolization was experienced through a feeder to the dorsal pancreatic vessel that had enlarged and some of the obsidio did go to the liver. There were no patient complications as a result of this event and the patient made a full recovery. A 2.4 non-boston scientific microcatheter was also used for this case.